Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the joint connector between the camera head and cable deformed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the unexpected stress was applied to the cable by the user handling and the cable unit was broken. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corporation (omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that the joint connector between the camera head and cable deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image disappeared or displayed blue lines. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.